Event description:
On september 2, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 13 after insertion. The RMA was authorized for the return of sensor for further investigation. Testing of the returned sensor showed an intermittent drop off in led output intensity in the signal and reference channels. A review of the dms data showed that there was a sensor check alert triggered 14 mins prior to the sensor replacement alert, which coincided with a gap in the raw signal data. When reference channel instability is detected, sensor glucose is blinded, and the user is alerted with a sensor check alert. The root cause of the failure was most likely due to optical instability caused by an led issue. As part of resolution, a sensor replacement was offered to the user. B4.date of this report: on 27 november 2024. D9 device available for evaluation? Yes, on 28 october 2024. G3.date received by the manufacturer? On 12 nov 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.